Event description:
It was reported that the patient had pain and burning at the pocket site. It had been like this since day 1 and they just could not take it anymore. The patient complained about painful knots at the lead insertion site. Therapy was working but they quit using it about a month ago because the pain at pocket and lead site was so bad and overriding relief. The patient was going in for an explant the day following the initial report. On (B)(6) 2015 the manufacturer representative spoke with the patient and it was noted that the patient was sore but it was thought that they were going to be alright. The device was disposed by the facility.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).